Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Even though no performance issues were found on fa lab investigation, logs shows that the failure alarms pointed to an intermittent failure on defective inspiration valve. As a resolution, vyaire advised a new inspiration block and that the base test, calibrations, and verification tests needs to be done after install.

Event description:
It was reported to vyaire medical that the bellvista1000 us ventilator had tf alarm 300 (device in failsafe). Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). H10: the suspect device has not been return for investigation. However, log review found one instance of tf 300 along with group of 545 (astepinspvalve value out range - failsafe), 316 (blower failure), and 400 (inspiration valve or device leaky). Unit is running 6.1.02. Vyaire ts recommend inspiration block replacement and the customer is trained on bv. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.